Event description:
A laser technician reports a loss of suction about halfway through flap creation. The laser technician called tech support and was instructed on how to successfully complete the flap. The pt then underwent lasik surgery and is doing fine with no issues. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4).